Event description:
Device 1 of 2. Ref MFR report #1627487-2014-12526. It was reported the pt lost stimulation coverage. Diagnostic testing revealed invalid impedances on all but one contact on one of the leads. The physician explanted and replaced the lead on (B)(6) 2014. It is unk which lead was explanted, therefore both are being reported as "unk." The pt reported effective stimulation post-operative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.